Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited high out-of-range pacing impedance measurements on the non-boston scientific left ventricular (lv) lead. Additionally, the noise was also observed. Troubleshooting was discussed with the health care professional (hcp). No adverse patient effects were reported. The product remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).